Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following an intraocular lens implant procedure, the consumer experienced halos, floaters and was not able to drive at night and even daytime headlights cause problems. Between blurry vision and floaters, the quality of vision was compromised. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Information was provided that a company representative messaged the consumer on social media urging the patient to follow up with a doctor and asking them to contact the company. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received which states the consumer had more and larger floaters.